Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test due to motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 533mg/dl and insulin pump alarmed for motor error. Customer states that alarm was occurring when running fill cannula. Customer also states that insulin pump was able to rewind but at time of fill tubing insulin pump alarmed for motor error. Insulin pump will be return for analysis.